Event description:
Physician noticed that bone cement internal stylet was too loose. Upon closer inspection, it appeared the outer needle was the incorrect size packaged by company. Needle was replaced by another correctly packaged assembly. The patient was not harmed.